Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with false pause episodes related to undersensing r waves that are likely a result of loss of contact in the implant pocket. Programming changes were recommended. No further information available.